Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the screen and the screen was not working. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer complained about having blank display and cracked lcd screen. Device received with a constant blank flashing white light on the display and constant beeping and cracked and bleeding on lcd glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white light on display. No physical damage on the insulin pump case noted and the p-cap locks properly into place. Device was cut open to perform visual inspection and found cracked lcd glass and bleeding on lcd glass. No moisture damage found on the pcb 1, pcb 2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The test lcd panel was installed in the original pcb 1, pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no constant blank flashing white light on the display noted. Peeled off the lcd foam tape and found cracked lcd controller during the visual inspection. In conclusion, constant blank flashing white light on the display and constant beeping due to cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Damage lcd glass was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.